Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that prior to a cataract extraction with intraocular lens implant procedure the system restarts on its own and there is a boot up issue. The case was initiated and completed using an alternate system. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The central processing unit (cpu) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 18, 2012. Based on qa assessment, the product met specifications at the time of release.the root cause of the reported event can be attributed to a nonconforming host module (cpu).(B)(4).